Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found a broken grip cable at the distal idlers. The idler pulley spun freely and was not damaged. The cable segment stuck out that instrument's wrist. The other cables at the wrist were not damaged. Failure analysis investigation also found the following damages, which were not reported by site: there were indentations at the inner edge and outer edge of the distal pulley and visible scratches on the surface of the pulley. Failure analysis concluded that the indentations were likely due to mishandling. In addition, the distal end of the main tube had various scratch marks showing light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Based on the information provided, this complaint is being reported due to the following: the mega suturecut needle driver instrument cable snapped/ broke during a hysterectomy procedure while surgeon was manipulating sutrure in vaginal cuff closure, the suture fell into the patient and was retrieved laparoscopically. No additional surgical procedure was required, no post-operative test were performed and there was no allegation patient injury or adverse event.

Event description:
It was reported that during a da vinci hysterectomy procedure, the mega suturecut needle driver instrument's wire snapped/ broke while surgeon was manipulating suture in vaginal cuff closure with robot, sent suture flying, we were able to retrieve the suture. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Intuitive surgical, inc. Attempted to contact the initial reporter several times. On (B)(6) 2014, customer replied back indicating that the suture fell into the patient, and it was retrieved during the same surgical procedure with the da vinci robot system, no additional surgical procedure was required to remove the suture. The surgeon was performing a vaginal cuff closure when the incident occurred, the instrument was inspected prior to use and no physical damage was observed. The instrument was in use for approximately 5 minutes before the suture fell, no post-operative test were required. No injury to the patient occurred.